Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the user sent in the subject device without completely reprocessing due to display of an error message. The event can be prevented by following the instructions for use (IFU): operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the bending angle in the right direction did not meet specifications. This issue was caused by a worn angle wire. Device examination identified the following issues: the hand grip, connecting tube, switch box were scratched; the light guide lens was cracked; the adhesive around the light guide lens was dirty; and the forceps elevator was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii duodenovideoscope had an angulation issue. The device was returned to olympus medical for evaluation. During evaluation, foreign material was identified at the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.